Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that her (B)(6), female, client used fixodent denture adhesive, version unk cream and super poligrip, both beginning in 1990 to the present, and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.